Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument. Release to warehouse date: 10-dec-2021. Expiration date: 01-nov-2031. Part number: 03.404.022s, 13mm reamer head for ria 2-sterile. Lot number: 513p756 (sterile). Lot quantity: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m022, ria ii reamer head 13.0mm. Lot number: 328p885. Lot quantity: (B)(4). The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from the photo. Visual analysis of the photo revealed that the reamer head f/ria 2 ø13 had all four prongs broken, fragments appear to remain at the distal section of the patient's bone while the head is located at the mid-shaft. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the reamer head f/ria 2 ø13. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate. H4: device manufacture date corrected.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to depuy synthes for evaluation. Also the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment and the physical returned device. Visual analysis of the returned sample revealed that the reamer head f/ria 2 ø13 was broken from the prongs. The fragments appear to remain at the distal section of the patient's bone while the head is located at the mid-shaft. A dimensional inspection was unable to be performed due to post manufacturing damage. The observed condition of the device was traced to user. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the reamer head f/ria 2 ø13 contribute to the complained device issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed device history manufacturing location: supplier ¿ (B)(4)/ inspected and packaged by: monument release to warehouse date: 10-dec-2021, expiration date: 01-nov-2031, part number: 03.404.022s, 13mm reamer head for ria 2-sterile, lot number: 513p756 (sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev aa was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 21289 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m022, ria ii reamer head 13.0mm, lot number: 328p885, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance received from mark two engineering dated 01-nov-2021 was reviewed and determined to be conforming. Certification for heat treat supplied to mark two engineering from vacu-braze inc. Dated 22-oct-2021 was reviewed and determined to be conforming. Heat treat specified at 50-55 hrc. Results certified at 51-53 hrc. Note : there was no certificate from boston centerless (as supplied to mark two) contained within this DHR for review. Raw material certification supplied to boston centerless from carpenter dated 25-oct-2020 was reviewed and determined to be conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product code: hrx . Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2023, the fins of reamer head for reamer/irrigator/aspirator (ria) 2 broke into pieces inside the patient while it was reaming. The broken pieces remained in the patient's femoral shaft, they cannot be recovered and are visible on fluoroscopy. There was a surgical delay of sixty (60) minutes due to the reported event. No other medical intervention required. This report is for one (1) 13.0mm reamer head for ria 2 sterile. This is report 1 of 1 for complaint (B)(4).